Event description:
Hamilton medical ag received the following description: disconnect patient message would not clear with open circuit.

Manufacturer narrative:
Ppat was reading above zero in test 13 but not test 6. Wrong positve alarm "disconnection" was due to defective servo module (inspiratory valve). Our partner`s service engineer replaced the servo module and calibrated the ventilator. Ventilator was returned to patient use.